Event description:
Caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, tandem technical support confirmed the cartridge alarm and decided to replace the pump. Customer continued to use pump for insulin therapy.